Event description:
A healthcare facility in germany reported via a fisher & paykel healthcare (f&p) field representative of an issue with an iw990 wall mount infant warmer. Upon device assessment at f&p regional office in germany, it was found that the power fail alarm of the iw990 wall mount infant warmer had failed. There was no patient involvement.

Manufacturer narrative:
Ps380997, method: the complaint iw990 wall mount infant warmer was returned to fisher & paykel healthcare (f&p) service centre in germany where it was evaluated by a trained f&p technician. The device was repaired and returned to the customer. Results: during testing it was found that the unit's power fail alarm did not function when the unit was disconnected from power. The cause was identified to be the failure of a capacitor on the pcb board. Conclusion: based on our investigation, it is likely that the replaceable super capacitor on the pcb board has worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Manufacturer narrative:
(B)(4). We are currently in the process of finalizing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative of an issue with an iw990 wall mount infant warmer. Upon device assessment at f&p regional office in (B)(6), it was found that the power fail alarm of the iw990 wall mount infant warmer had failed. There was no patient involvement.